Event description:
Customer reported low blood glucose event. Paramedics were called to treat low blood glucose of 27 mg/dl. Customer passed out at work. Paramedics transported customer to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.